Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 675 mg/dl. Troubleshooting was performed, and the insulin was programmed correctly. The daily totals did not add up correctly, however, the customer had different basal rates at the time. The customer was unable to continue troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.